Event description:
It was reported that patient presented for follow up in clinic for biventricular upgrade. The atrial lead exhibited oversensing noise. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.